Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that she received bg readings in the 7.4 mmol/l-9.4 mmol/l range from her dario meter (133 mg/dl - 169 mg/dl). Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report low blood glucose (bg) readings. The user stated that (B)(6) was the first day she started using the dario meter. The user stated that she was not comparing the bg readings that she received with the dario meter to any other meter.